Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor errors. The customer was reported that insulin pump had diminished battery life, rewind was longer, and rewind and prime had louder sounds, random no delivery alarms, backlight has dimmed, erased settings when putting in a new battery, non-responsive to a brand-new battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.